Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a uka on october 18th. She started to receive rehabilitation on october 20th. One week later, she started to feel knee pain. The surgeon noticed a fracture under the tibial baseplate on a x-ray."